Event description:
It was reported that the patient thought there was something wrong with the pump because he had increased generalized pain during the last month. The patient denied hearing any alarms. The implanting healthcare professional (hcp) found two holes in the catheter, one near the pump connector and another next to the anchor. The infusion system was explanted and replaced as a result of the issue, and was returned to the manufacturer. No segments were left in the intrathecal space not in use. There was no volume discrepancy at replacement. The patient was alive with no injury at the time of this report. The pump was used to infuse dilaudid. Follow up was conducted to obtain information. If additional information is received a follow up will be sent.

Manufacturer narrative:
Concomitant products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2003, explanted: (B)(6) 2015, product type: catheter. (B)(4).

Manufacturer narrative:
Analysis of the pump found c300. The catheter body had a hole caused by deep abrasion. The catheter pump connector model 8709 leaked between the metal pin and white material. Analysis of the pump found no significant anomaly. O-ring wear was observed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.